Event description:
A 54 yr old male on dialysis since 10/25/94 due to htn. On 3/23/95 pt complains severe flank pain (bil) 3 minutes into initiation of dialysis. Pt also complains of some sob. Dialysis discontinued. Blood not returned. O2 started at 5l nasal cannula. Symptoms gradually subsided. Pt restarted on another co's dialyzer without problems. On the prior sat 3/18/95 pt had a similar experience. Shortly after starting dialysis the nurse noticed microbubbles in line. She disconnected pt from the system and recirculated the blood until all bubbles were out of the system. She reconnected the pt and he immediately complained of flank pain (pic) dialysis was stopped and blood discarded. Pt restarted on new dialyzer which was rinsed with 4l of n/s. Pt had no problem on tues 3/21 pt had treatment using same model rinsed with 4l n/s and had no problem. On 3/25 again placed on dialyzer rinsed with 4l n/s pt this time complains of flank pain and sob.